Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges permanent injury, surgical intervention, adhesions, material deformation, past, present and future damages, pain and suffering; however, no details have been provided. A review of the IFU finds it to be adequate. Information provided by the patient's attorney is limited and review of the IFU does not assist in the identification of the root cause of the patient's alleged post-op complications. No manufacturing issues associated to the reported event were found in the reviewed lot. DHR review showed all components for the lot met the specifications and there was no rework or other manufacturing abnormalities that may have contributed to this complaint. The fmea review identifies multiple potential adverse patient outcomes associated with surgery/use of the device including infection, recurrence, adhesions, fistula and seroma. Information provided by the patient's attorney is limited and review of the fmea does not identify a root cause of the patient's alleged post-op complications. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified non bard/davol product on (B)(6) 2012. Attorney alleges that the patient underwent removal of the non bard/davol product and underwent surgery for implant of bard/davol ventralight st on (B)(6) 2013. It is alleged that the patient underwent removal of the failed ventralight st mesh on or about (B)(6) 2013. During the procedure, ¿[t]raction on the mesh revealed a connection to undersurface of the transversalis fascia with a very hard meshoma being palpated.¿ the mesh was carefully dissected and removed. It is also alleged that the patient had been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment and the device was defective.